Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
A physician reported to have observed glare/tilt of an implanted lens in the patient's left eye. The physician referred the patient to a retina specialist, who then decided to explant the lens. Additional information has been requested, but has not been received.

Manufacturer narrative:
Additional information was requested and has not been received. The device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the root cause of the reported event could not be conclusively determined.